Event description:
It was reported that the patient was on a flight when there heart rate increased and they started not to feel well. The increased heart rate was caused by the presence of an ipad which was causing electromagnetic interference with the device. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states; however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).